Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2013.

Manufacturer narrative:
Manufacturer date: 09/03/2008. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. Additional manufacturer narrative / corrected data: additional service information - oil was replaced. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(6) 2012 ¿ (B)(6) 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months ((B)(6) 2012 ¿ (B)(6) 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿vacuum subsystem failure¿ ((B)(6) 2012 ¿ (B)(6) 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number associated with ¿vacuum subsystem failure¿ is at an acceptable level. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Event description:
An international customer reported an event of a "strange odor" emitting from the sterrad 100s sterilizer during cycles. There was no report of human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.